Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the return indicator of a 7f exoseal vascular closure device (vcd) had no blood flow during operation. Finally, the blocker was removed and another unknown exoseal blocker was used instead. The blocking was successful. There was no reported patient injury. After the operation, a 7f exoseal was used for sealing and hemostasis. However, during the operation, there was no blood flow in the return indicator. Even with a slight rotation, there was no blood flow. Then it was slowly withdrawn. The surgeon tried to change the angle many times but still failed to recover blood. This operation involves retrograde puncture from the right femoral artery and the use of a non-cordis short sheath. The surgeon has many years of experience using exoseal. The patient does not have a history of infectious diseases. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the return indicator of a 7f exoseal vascular closure device (vcd) had no blood flow during operation. Finally, the blocker was removed and another unknown exoseal blocker was used instead. The blocking was successful. There was no reported patient injury. After the operation, a 7f exoseal was used for sealing and hemostasis. However, during the operation, there was no blood flow in the return indicator. Even with a slight rotation, there was no blood flow. Then it was slowly withdrawn. The surgeon tried to change the angle many times but still failed to recover blood. This operation involves retrograde puncture from the right femoral artery and the use of a non-cordis short sheath. The surgeon has many years of experience using exoseal. The patient does not have a history of infectious diseases. Additional information was requested but not provided. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was in the non-depressed position, while the guard was locked. The plug was in its manufactured position, and the indicator wire was deployed. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white position. A kink was identified on the delivery shaft, located approximately 7 cm from the distal tip. No additional anomalies were observed during the visual inspection. A bleed-back signal simulation using the bench-top test model could not be performed. Although the exact cause of the flow impediment could not be confirmed, the kinked condition of the delivery shaft may have affected bleed-back functionality. Microscopic evaluation was conducted at high magnification to examine the internal mechanism, specifically the bleed-back port exit. During this inspection, traces of blood were identified and confirmed through a hydrogen peroxide reaction, indicating biological origin. The presence of blood at the bleed-back port exit supports the conclusion that blood flow occurred through the system prior to the unit¿s arrival at the product analysis laboratory. The reported event of ¿bleed-back indicator-bleed back issue-absent¿ was not observed through analysis of the returned device since there were signs of blood in the bleed-back indicator. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported bleed-back issue. Microscopic analysis confirmed the presence of blood within the bleed-back indicator; however, bleed-back simulation could not be performed due to the kinked/bent condition of the delivery shaft on the returned device. Since the customer did not report the kinked/bent condition, it is unclear whether this damage was present during the procedure or occurred afterward due to post-procedural manipulation. If the kink was not present during use, procedural/handling factors and/or concomitant device factors (such as using the exoseal¿ device with a sheath longer than 12 cm) may have contributed to the issue experienced, given the confirmed presence of blood in the bleed-back lumen. Alternatively, if the kink was present during patient use, it could have obstructed the bleed-back lumen and contributed to the difficulty experienced. Kinked/bent conditions are typically associated with operator technique or vascular anatomy, suggesting that procedural/handling factors likely contributed to the damage observed. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ it also cautions, ¿if pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. Pulsatile flow is necessary for proper positioning.¿ additionally, the IFU instructs, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure.¿ neither the product analysis, nor the information available for review suggest that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.